Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
The second also stopped but I don't have a time on that one. The console did not read, check hand piece.